Manufacturer narrative:
Additional information was received with the model and serial number of the patient's ipg. Model#: sc-1132, serial#:(B)(4), description: precision spectra implantable pulse generator. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional information was received that the infection was resolved. No further information could be obtained about how the infection was resolved. There is no further course of action. Additional suspect medical device components involved in the event: model#: sc-2316-70, serial#: (B)(4), description: infinion 70 cm. Lead kit model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient developed a staph infection at the exit wound site where the lead splitters were externalized for the duration of the trial. The patient is under the care of an infection control team to see how the patient responds to the treatment.

Manufacturer narrative:
Additional information was received that the infection was resolved. There will be no further course of action.

Event description:
A report was received that the patient developed a staph infection at the exit wound site where the lead splitters were externalized for the duration of the trial. The patient is under the care of an infection control team to see how the patient responds to the treatment.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #:sc-2316-70, serial #(B)(4), description: infinion70 cm lead kit. Model #: sc-3400-30, serial #(B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient developed a staph infection at the exit wound site where the lead splitters were externalized for the duration of the trial. The patient is under the care of an infection control team to see how the patient responds to the treatment.

Event description:
A report was received that the patient developed a staph infection at the exit wound site where the lead splitters were externalized for the duration of the trial. The patient is under the care of an infection control team to see how the patient responds to the treatment.